Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6) e.1. Initial reporter facility name: (B)(6)hospital, (B)(6)medical college h.6. Investigation summary: 1 sample and 2 photos were returned by the customer in support of this complaint. Visual examination of the sample and photos was performed and revealed embedded foreign matter (fm) in the sidewall of the tube. The tube has a light brown color streak throughout the length of the wall of the tube. Bd was able to confirm embedded fm based on the investigation performed. The exact cause for the customer's failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tube, there was non-biological foreign matter in the tube. This event occurred one time. There were no health consequences or impact reported.